Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0504262v, implanted: (B)(6) 2005, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor. It was reported the electrode impedances were high on contact 0 pre-op and post-op. No interventions were taken to resolve the high impedances. The patient was programmed on contact 2 and contact 1 which had normal electrode impedance and therapy impedance. The patient was receiving effective therapy. Please see manufacturer report #3004209178-2016-04398 for information on the patient's concomitant system/the previous ins with high impedances pre-op.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.